Event description:
The perfusionist for the case found a leak on the cardiopledgia system (bubble trap). This was discovered after going on bypass. The trap was changed with no issues, delays or problems to the patient.